Manufacturer narrative:
H10: the philips service engineer (se) replaced the battery and the issue was resolved. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had battery that was not working. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted speaking with the customer, and that the device has a faulty battery message appearing in yellow. It was reported that the v60 was in an unused warehouse connected to electrical power. The rse noted that a battery had been ordered. The investigation is ongoing.

Manufacturer narrative:
H10: during follow up with the key market, it was reported that the issue related to the battery, was caused by device not being used. It was also reported that there was no patient involvement when the issue occurred. No patient or user harm reported.